Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2317-70, serial #: (B)(4), description: infiniontm cx 70 cm lead.

Event description:
A report was received that the patient had burning pain between the midline incision site and the pocket where the leads passed. There was a scab over the mid portion of the pocket incision and the physician advised and prescribed an antibiotic that the patient can place over the site so as to keep it soft and allow it to continue to heal. The patient underwent a procedure where the scab was removed and the ipg was revised. The patient was doing well post operatively.

Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-2317-70, serial #: (B)(4), description: infiniontm cx 70 cm lead .

Event description:
A report was received that the patient had burning pain between the midline incision site and the pocket where the leads passed. There was a scab over the mid portion of the pocket incision and the physician advised and prescribed an antibiotic that the patient can place over the site so as to keep it soft and allow it to continue to heal. The patient underwent a procedure where the scab was removed and the ipg was revised. The patient was doing well post operatively.